Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 2 instances of battery compartment and cap w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 17 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to a cracked battery compartment and damaged battery cap with moisture observed inside. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-53 years of age and between 24 and 210 pounds. Of the reported patients, 7 were male and 10 were female.